Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Catalog number, product name, etc.: 329705. Lot number (manufacture number, etc.): 4131037 27,5,31 deadline. Agency: xxxxx. Date of occurrence: (B)(6) 2025. Needle injury: yes. Other treatment: running water treatment, injured staff / patient both tested for infection both negative, watchful waiting. Returned: yes (photo attached) the claimed product was discarded, and other products from the same lot were found to be malfunctioning as well. Event history: when administering insulin to an emaciated patient on (B)(6), at 6 pm, in the south wing xx, skin puncture was aborted due to severe emaciation. The outer sleeve was originally supposed to return or lock, but the outer sleeve remained stuck halfway, and the needle punctured the base of the [staff member's] left thumb. Actions were taken for the above. Report: not required: (since the actual claimed product is unavailable) replacement: required.